Event description:
Machine displayed footswitch error message during middle of case. Hit reset; same symptom occurred at least three more times. System required another footswitch. Converted to ecce to complete procedure.